Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/06/2023, it was reported by a sales representative via sems-06424646 that an ar-13999hdn scorpion needle is stuck. This was discovered during use in a case with no patient effect. The scorpion needle miss fired multiple times on two separate cases. Different scorpions(ar-13997mf) were used in each rotator cuff repair case. Cpd washed the scorpion & needle after the first case so we could troubleshoot the issue. It appears that after the scorpion needle is fired and the retracts back it does not retract all the way. What this means is the slot where the fiberwire slides into the bottom jaw is blocked by the needle and the fiberwire does not get placed in the notch of the needle.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle.